Manufacturer narrative:
Suspect part was returned to medivators for further evaluation. Digital radiography confirmed the occlusion in the barbed fitting of hookup was due to the fitting not being completely drilled by medivators' supplier. Occluded part was not detected by medivators during the incoming inspection, nor was it identified by the customer, although the dfu indicates that the user is to verify flow from the distal tip of the endoscope. Although evidence (100% inspection and complaint history review) suggests that this is an isolated incident, medivators (minntech) issued a CAPA to document preventative action is being taken to prevent reoccurrence of such an issue.

Event description:
On (B)(6) 2012, manufacturer received a medwatch form completed by (B)(6) containing the following information: "it has been determined that there was ineffective cleaning and high-level disinfection of an olympus duodenoscope, model no. Tjf-160vf in-between patient procedures. The duodenoscope was processed using equipment manufactured and sold by minntech company. The minntech company equipment used to process the olympus duodenoscope model no. Tjf-160vf was the medivators scope buddy endoscope flushing aid, medivators dsd hook-up (dsd110-hu0112), and medivators dsd automated endoscope reprocessor (aer). An evaluation is underway to determine the reason(s) for the ineffective cleaning and high-level disinfection of the olympus duodenoscope." The original med watch report was completed with the date (B)(4) 2012. An FDA report number was not provided for reference. In the facility's medwatch form, a discrepancy in the hook-up model was noted. It has been confirmed, suspect hookup is dsd110-hu0112 (lot # 674952).

Manufacturer narrative:
Based on the information provided by the customer, a definite conclusion cannot be determined at this time. An on-going investigation is being conducted to determine the root cause of obstruction with in the hook-up channel. Hookup has not been returned to manufacturer for an in-house evaluation, as requested. Minntech (medivators) suggested to and coordinating with facility for additional evaluations to be completed. Facility sent hook-up to (B)(4) for a third-party, nondestructive evaluation. Analysis was found to be inconclusive. The return of the suspect part has been requested for further in-house evaluation. A total of (B)(4) hook-ups were manufactured within lot 674952. There have been no additional reported product complaints associated with this lot. Additional stock of hookups and luer connectors were also evaluated in-house and it was determined all specifications were met. Based on the quality review of hookup model from multiple lots and stock of luer connectors, it is suspected the obstruction may have been caused by foreign matter and not from a manufacturer defect. It is the manufacturer's recommendation, stated in the directions for use and user manual; hook-ups are to be periodically checked for blockages and damage to ensure proper functionality occurs. User manual also directs operator to verify fluid flow through channels during the detergent flush at the beginning of each cycle. Upon receipt of additional information and/or determination of obstruction cause, minntech will review and determine if a supplemental report is necessary. Third-party evaluations completed.